Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced low blood glucose levels that have caused her to have seizures. She was not able to check her blood glucose levels but she treated them with food. The customer had battery issues that caused her insulin pump to over infuse. Her batteries were only lasting a day. The product was not returned. Nothing further to report.